Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication livanova deutschland learned that no leaks were detected thus, the event has been re-assessed as non reportable.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. He experienced the level indicator going from yellow light to red after about one hour and that the patient line was about 14 feet in length. He replaced the float board and the issue was no longer reproducible. The user informed the technician that the issue regarding the level sensor re-occurred and no information about the reported leak has been provided. The investigation is still ongoing in order to clarify the event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was leaking water during procedure. After about an hour, the tank level indicator dropped from a single green light to red. There was no report of patient/user injury.